Manufacturer narrative:
Device remains implanted and is unavailable for evaluation. Production records are currently being reviewed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient presented with abdominal aortic aneurysm (pre-implant cta maximum aortic diameter 74 mm) and was treated with a gore® excluder® aaa endoprosthesis on (B)(6) 2012. After decreasing to 55 mm (cta imaging) from its initial maximum diameter on (B)(6) 2014, aneurysm growth of 10 mm was detected on (B)(6) 2014. On (B)(6) 2016, a type ia endoleak was detected. On (B)(6) 2017, an additional stent graft was implanted to successfully treat the type ia endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H6, code b14: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.